Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 4 was analyzed and found to have sensor errors leading to error 32056. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci assisted surgical procedure the universal surgical manipulator (usm) 4 was getting repeated recoverable faults 40241. After rebooting, the system showed error 41014. The procedure was completing as planned with no report of patient injury.